Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported/clarified that the patient had 2 revision procedures. During the first procedure, one subcutaneous lead was removed and replaced with an intravenous right ventricular (rv) lead. The following day, the 2nd subcutaneous lead was removed and replaced with a new subcutaneous lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported hearing an alert. Low defibrillation impedance was noted on both the svc coil and rv coil of the patient's subcutaneous leads. The coils were too close together which was triggering the alert. The leads were explanted and replaced with 1 subcutaneous lead. No patient complications have been reported as a result of this event.